Event description:
It was reported that the patient was under the medical professional's care in critical condition. The medical professional did not wish to provide any further information. No relevant information has been received to date.